Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device visual and microscopic evaluation revealed that the catheter shaft was broken/ fractured inside the catheter hub. The functional testing could not be performed due to condition of the returned device. Information available indicated that the device was in good condition prior to use, and the vasculature was very tortuous and a lot of pressure was applied on the hub during the procedure. It is likely, that excessive force being applied during advancement due to anatomical tortuosity contributed to the break causing the catheter shaft fracture. Therefore, based on the device analysis and all available information operational context has been assigned to the reported event.

Event description:
Analysis of device revealed that the microcatheter shaft broke. There were no patient consequences reported due to this event.